Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with the carto 3 system. Unwanted pacing was reported with the use of the carto 3 system during this procedure. The pacing leads were plugged into the patient interface unit (piu) primary pacing port. They did not attempt to pace and ablate at the same time; however, there was a time during which no pacing channel was routed, and no stim was initiated and the proximal electrode (4) displayed the pacing animation and pacing stim was seen on the iceg. The bloom pacing stimulator was being used. The procedure was completed with no patient consequence. The unwanted pacing was assessed as a reportable malfunction as there is a risk to disorganization of the electrical signal that could mislead the physician. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was possible.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with the carto 3 system. Unwanted pacing was reported with the use of the carto 3 system during this procedure. The pacing leads were plugged into the patient interface unit (piu) primary pacing port. They did not attempt to pace and ablate at the same time; however, there was a time during which no pacing channel was routed, and no stim was initiated and the proximal electrode (4) displayed the pacing animation and pacing stim was seen on the iceg. The bloom pacing stimulator was being used. The procedure was completed with no patient consequence. The biosense webster field service engineer visited the account and performed a pacing test. The biosense webster field service engineer verified functionality and completed a full atp test. The biosense webster field service engineer was not able to duplicate the reported issue. The system passed all tests and was found ready for use. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment.